Manufacturer narrative:
(Continued): 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05327. It was reported the pt had fallen. Afterwards the pt experienced pain, swelling, and fluid at the ipg site. The symptoms resolved over time. Prior to falling, the pt was not receiving adequate coverage. It was also reported the pt has not recharged the ipg as recommended. The pt plans to locate and meet with a doctor.